Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited high capture threshold. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of capture problem were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted helix length was out of specifications. The elongation of the helix was consistent with implant damage. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.